Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx pro closure device and delivery system (wds) was inserted and deployed. Once position, anchor, size, and seal (pass) criteria were met, the closure device was released. About one (1) minute after release, the physicians noted via transesophageal echocardiography (tee) that the closure device shifted on its side. The patient remained stable throughout the procedure with no complications reported. The physician completed a chest x-ray the following morning, and a tee was performed on (B)(6) 2025. The attending physician determined that the device was stable and would remain implanted. There was no intervention performed, and the patient was discharged home.